Event description:
Patient had a 4 part trochanteric fracture that was treated with the recon configuration of the centronail. Post-operative, x-rays show that the fracture was not well reduced and distracted at least 10 mm. Subsequently, the fracture collapsed up to the point, where femoral neck is in contact with proximal part of the femur. The distal recon screw slid out of the nail as the fracture compacted, but the proximal recon screw either slid out very little or not at all. The tip of the screw penetrated the femoral head and entered the joint with the first part of the thread. The nail was removed and replaced with a hip prosthesis. The patient is in good health.

Manufacturer narrative:
Analysis of the x-rays show that the initial reduction was poor as the fracture is distracted approximately 10 mm at the distal part. Furthermore, the relative position of the fragments at the proximal end of the fracture is not clear. However, if compaction is projected, the line of the calcar seems to be abnormal, thus confirming the poor reduction. Our analysis of all available information indicates that the poor reduction could have influenced the correct fracture compaction. This might have caused an uneven loading on the screws, which in turn might have led the proximal recon screw to slide differently from the distal one. Unfortunately the device was discarded and is not retrievable.